Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery displayed 50% charge and was subsequently noted to be unresponsive. Despite charging the pump for an hour, the pump was unable to be turned on. The customer's blood glucose level was 275 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.